Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level dropped to 20 mg/dl. Paramedics were called and monitored the customer as food was consumed to address the low bg. The customer discussed the low bg event with a healthcare provider and it was concluded that the low bg was due to an active lifestyle in combination a habit of not eating.